Event description:
A facility reported ten patients tested positive for the adeno virus. The facility tested three bronchoscopes that also tested positive for the adeno virus after being soaked in cidex opa solution. The facility discussed their cleaning process. The facility does not perform qc testing of test strips and only tests the solution once a day.